Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It was also referenced that the patient underwent a gynecological procedure on (B)(6) 2011 and bs pinnacle mesh was implanted into the patient. No additional information was provided. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, salpingo-oophorectomy, anterior/posterior repair and perineorrhaphy due to uterine prolapse, cystocele, rectocele and sui. It was reported that the patient underwent pinnacle implant for pelvic floor repair concurrently with mesh implant on (B)(6) 2011. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.